Event description:
It was reported that a farawave catheter was selected for use. During use of the catheter the device fractured. The farawave catheter was replaced, and the procedure was completed without any patient complications. The patient condition following procedure was stable. The device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Upon device return and inspection, it was noted that one of the splines in the distal cage was still inverted. All compiled information on this investigation determines that the most probable cause of the spline inversion is cause traced to device design.

Event description:
It was reported that a farawave catheter was selected for use. During use of the catheter. The device fractured. The farawave catheter was replaced and the procedure was completed without any patient complications. The patient condition following procedure was stable. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.